Event description:
Patient-device incompatibility.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case-(B)(4). Additional information: MDR created in response to mw5110860. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.